Event description:
It was reported that the device powered on/off by itself. There were no reports of patient use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main control large keypad assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed keypad assembly at the failure analysis center and was unable to duplicate the reported failure. Further root cause of the reported malfunction could not be determined.